Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during the load sequence. A new cartridge was loaded resolving the issue. Additionally, it was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Blood glucose level ranged between 400-500 mg/dl. The customer alleged these issues were related to an issue with the pump. Reportedly, the customer reverted to manual injections for insulin therapy.